Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing. Upon review, it was discovered that the strips showed that signal was being sensed approximately 600 milliseconds after ventricular pacing on the v channel and the oversensing was of a vad. Further information was requested, however, was not provided.